Manufacturer narrative:
The distributor, (B)(4), supplied a new replacement centrifuge unit and a rt12 rotor kit to the customer to resolve the issue. (B)(4).

Event description:
The customer stated that rt12 rotor broke during mid cycle and escaped from the statspin ssvt-1 centrifuge unit. One of the escaped pieces hit the customer arm. The customer stated that the safety shield was used at the time of event. There is no report of injury or exposure to the operator and no medical attention needed due to this event.